Event description:
It was reported that the tip of the hexdriver broke during surgery.

Manufacturer narrative:
The associated lag screw driver was returned and evaluated. A visual inspection of the product revealed the retaining rod tip opposing the threads end has broken off, confirming the stated failure. The broken piece is not returned. This device was manufactured in 2012. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.